Event description:
During biomed testing the device powered up with no display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a disconnected system interconnect flex cable. The cable was reseated. Trend analysis for failures of this type does not indicate an increase frequency.